Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5x60mm saber pta catheter ruptured during its second dilatation at eight atmospheres (8 atm). It was unknown how the procedure completed; however, the procedure finished successfully. There was no reported patient injury. The device will not be returned for analysis. The patient¿s information was unknown. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty advancing the guidewire to the target lesion. The 5x60mm saber pta was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The saber pta was inflated for the first time at 4 atm (four atmospheres) for 30 seconds, covering the entire lesion. Since the angiography confirmed that the initial inflation left some indentation in the lesion, the same balloon inflated for the second time at 8 atm. However the balloon ruptured in approximately 5 seconds. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).  The device was not returned for analysis. A device history record (DHR) review of lot 17341303 revealed no anomalies during the manufacturing and inspection processes. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (heavily calcified with 99% stenosis) may have contributed to the reported event. As reported by the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a 5x60mm saber pta catheter ruptured during its second dilatation at eight atmospheres (8 atm). It is unknown how the procedure was completed. There was no reported patient injury. The device will not be returned for analysis. The patient's information was unknown. The target lesion was the left superficial femoral artery. The patient's vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty advancing the guidewire to the target lesion. The 5x60mm saber pta was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The saber pta was inflated for the first time at 4 atm (four atmospheres) for 30 seconds, covering the entire lesion. Since the angiography confirmed that the initial inflation left some indentation in the lesion, the same balloon inflated for the second time at 8 atm. However the balloon ruptured in approximately 5 seconds. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was unknown how the procedure completed; however, the procedure finished successfully. There was no reported patient injury. The product was clinically used.